Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2015 at 12:00pm. The patient manages her diabetes with metformin and invokana pills and lantus insulin. The patient stated that she developed symptoms of "tired and thirsty" immediately after the meter issue occurred and at 12:30pm she administered 20 units of lantus insulin. During troubleshooting the cca noted that the meter did not power on when prompted by the pressing the power button or inserting a correct test strip. There was no apparent misuse of the meter, however the batteries required replacing. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hyperglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.